Event description:
It was reported that (1) ems was used during an inguinal hernia procedure. It was reported by the rep that the ems was used for mesh fixation. The ems stapler did not fire after few firing. Another device was opened to finish the case. There was no consequence to pt.